Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional information was received reporting that the proglide was being used in attempt to perform the pre-close technique when the device issue occurred. The physician is established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. User facility medwatch report number (B)(4).

Event description:
User facility medwatch report (uf/importer report #(B)(4)) received stated: event description: patient to or on (B)(6) 2017 for an angiogram of her bilateral extremities and aortogram. During the procedure, the perclose closure device failed. The patient had significant bleeding around the perclose down on the femoral artery. The physician had to perform an emergency cut down of the left groin to close the artery. This was done with a figure of eight 5-0 prolene. The patient was transferred to the recovery area in stable condition. Subsequent to receiving the user facility medwatch report, the following additional information was received: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 5f sheath after an angiogram of the bilateral extremities and aortogram diagnostic procedure. Reportedly, an unspecified device issued occurred with the proglide device and the patient had significant bleeding around the proglide device in the femoral artery. There was a 2mm arteriotomy with calcium sticking out of the arteriotomy on the anterior wall of a common femoral artery. An emergency cut down procedure of the left groin was performed to close the artery. Hemostasis was achieved with surgical suturing. The patient was transferred to the recovery area in stable condition. There was no reported clinically significant delay in the procedure or therapy. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.